Event description:
During an endo saphenous vein harvest surgery, the instrument jammed. The surgeon applied another device. The hospital reported that no pt injury had occurred.

Manufacturer narrative:
6/25/97-supplemental report #1 submitted to FDA.